Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of a set not being able to draw blood was received from the customer. No product or photo was returned by the customer. The customer complaint of product not aspirating could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125934 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 smallbore 6 inch ext vlv sets had flow issues during use and could not draw blood or flush. The following information was provided by the initial reporter: "nurse reported this product was not able to draw blood or flush. Wont push or pull. Happened twice (definitely not issue with saline flush)."